Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that the non-dependent patient presented after receiving a patient notifier. Upon interrogation, the device was found to be in backup vvi. The device firmware was successfully reloaded. The patient will continue to be monitored normally.